Event description:
The iab was inserted into the patient on 8/8/96. After 2 days of iabp, blood was noted in the tubing. The iab was removed from the patient on 8/10/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the membrane. The penetration has the characteristics typically produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subject to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. Device label code: 1738.